Event description:
It was reported by the sales rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was using the lcsk5 on cystic duct. (Rep has informed physician there is no indication for this use). During the case the device "went out of harmonics", when dissecting gall bladder from liver bed. Pt readmited 08/04/1998 for blown cystic duct. Re-operated (open procedure) and applied clips to the duct. Pt still hospitalized. Rep returning device. The surgeon (ob/gyn and assisting surgeon) has contacted source regarding this event. Dr. Stated uneven application of energy to the tissue caused by pressure on the clamp pad rather than the blade caused this event. 08/05/1998-sales rep clarified that the original case was completed with cautery and the re-op was done laparoscopically and the duct tied with an endo-loop.